Manufacturer narrative:
The balloon catheter, 2af284 with lot number 80349, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice 50011 "the refrigerant delivery path is obstructed." The inflation performance test was successful, but it was not possible to perform an ablation test with the catheter. By dissecting the catheter, there was no leak from the outer and inner balloon. A kink was found on the guide wire lumen at 1.383 inch from the tip. Pressure and vacuum test revealed the injection line is blocked. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.